Event description:
At the completion of the saphenous vein harvesting procedure, the conical tip of the uniport plus detached outside the pt's leg while removing the device from the leg. No pt complications were reported by the hospital.